Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device over infused morphine to the patient. The clinician administered morphine to the patient however the entire dosage was delivered within thirty (30) minutes which is faster than the intended programming duration. There was no patient harm. The customer provided additional information regarding the 1mg/ml morphine dose. The event occurred on (B)(6) 2026 at 2100 hours and used a patient controlled analgesia pump module with a 2ml dose. The delay was set for 8 minutes, basal was off, a one-hour limit of 7ml and a bolus of 2ml.